Manufacturer narrative:
1038671-2023-01967, 1038671-2025-00502, 1038671-2024-04924 correction: please disregard this report as it was reported in error. Event was previously reported under report # 1038671-2023-01967, 1038671-2025-00502, 1038671-2024-04924.

Event description:
It was reported that approximately 58 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, severe pain, significant scarring, swelling, effusion, inflammation, knee popping/clunking, knee instability, difficulty walking, antalgic gait, anxiety, and emotional distress. Revision surgery operative notes were provided. The surgeon performed a revision of the right knee tibial polyethylene and femoral component. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the patella implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2023-01967, d10: 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5 5040338. 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t 4829017. 204-34-04 - fluted stem extension 40l x 14 mm 4208683. 204-70-00 - tibial stem ext. Screw 4163167. Multiple MDR reports were filed for this event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.